Manufacturer narrative:
The reported events were undersensing, oversensing, inappropriate shock, and lead dislodgement. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The reported events of undersensing and oversensing were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found the inner coil slightly over-torqued at the connector region consistent with procedural damage. Visual inspection of the lead body did not find any anomalies. The measured full helix extension length was within specification.

Event description:
It was reported that a patient presented wo the emergency room with over-sensing, under-sensing and inappropriate shock due to dislodgement od the right ventricular lead confirmed on x-ray. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.